Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For both patients, the alleged samples were initially tested on cobas liat and generated a positive result fort sars-cov-2 (negative for influenza a and b). The same samples were retested on the same cobas liat analyzer, on a separate cobas liat analyzer, on roche z480 (lightmix assay) and on beckman coulter genexpert. Each of these retests generated a negative result for sars-cov-2. The following day, a new sample was collected for each of the two patients and the samples were retested on the same cobas liat analyzer as the initial tests. Both generated a negative results for sars-cov-2 (also negative for influenza a and b). The negative results were released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.